Event description:
It has been reported that pt hip became sore. X-rays showed that insert might be loose. Revision surgery was done. The insert didn't seem to be locked in shell, but was not dislocated. The acetabular insert and femoral head were replaced.